Manufacturer narrative:
Event consist of patient diagnosed with hemolytic anemia which required a transfusion of two units packed red blood cells (prbcs) two days post angiojet therapy. The patient is a (B)(6), male, diagnosed with lupus anticoagulant hypercoagulability who required treatment for deep vein thrombosis (dvt) of the inferior vena cava (ivc) and left iliac. Note: the ivc region is considered off-label for the angiojet device. Pre-procedural were as follows: hemoglobin (hgb)=10.7 and platelets (plt)=58. The index procedure, for treatment of the dvt of the ivc and left iliac, included power pulse spray (total infused volume of 50 ml), thrombectomy x2 followed by catheter-directed thrombolysis (cdt) infusion of tpa for approximately 8 hours. Final angiography showed patency in the external iliac and partial occlusion in the common iliac and ivc. The patient received 200 mls of non-ionic contrast during the procedures. The post-procedural labs the following day (one day post angiojet therapy) were as follows: hgb=8.6 and plt=32. One day post angiojet therapy the patient was diagnosed with consumptive thrombocytopenia which required a transfusion of one plt pheresis. The physician determined that the event was not related to the angiojet device but possibly related to the procedure. Two days post angiojet therapy the patient was diagnosed with hemolytic anemia and successfully responded to a transfusion of 2 units packed red blood cells (prbc). The physician determined this event to be possibly related to the angiojet device, the procedure and a drug. The patient was eventually discharged one month post angiojet therapy after several complications throughout the hospitalization that were not related to the angiojet device but due to the hypercoagulopathy and an allergy to coumadin. The patient's initial hemoglobin as well as the platelet count were below normal ranges. However, based on the timing of the onset of lower level blood level events due to the possible association of angiojet therapy cannot be conclusively ruled out. Specifically, the need the have a transfusion due to the low hemoglobin is speculative since there are multiple factors involved such as the patient's history, initial low hbg level, as well as the general procedure and angiojet therapy. Due to the physician's determination that the hemolytic anemia event may possibly be related to the angiojet device, this event is considered a reportable event.

Event description:
(B)(6) registry (patient (B)(6)): ae#2 (hemolytic anemia). Patient is an (B)(6), male, who was admitted on (B)(6) 2009. Pre-procedural labs were as follows: hgb=10.7 and plt=58. During the index procedure ((B)(6) 2009), the patient underwent intervention for dvt of the ivc and the left iliac. Treatment included pps (total vol infused 50 ml), thrombectomy x2 followed by cdt infusion of tpa for approximately 8 hours. Final angiograph showed patency in the external iliac and partial occlusion in the common iliac and ivc. The patient had received 200 mls of non-ionic contrast during the procedures. The post-procedural labs on (B)(6) 2009 were as follows: hgb=8.6 and plt=32. During the admission the patient was identified with a lupus anticoagulant hypercoagulability. On (B)(6) 2009, the patient was diagnosed with consumptive thrombocytopenia which required a transfusion of one plt pheresis unit. Physician documented that the event was "not related" to the angiojet catheter but "possibly related" to the procedure. The patient was then diagnosed with hemolytic anemia on (B)(6) 2009 and successfully responded to the transfusion of 2 units prbcs. Patient remained stable. The physician document that this second event was 'possibly related" to each the angiojet, the procedure and a drug. The patient was discharged on (B)(6) 2009 after several complications throughout the hospitalization that were not related to the angiojet but to the hypercoagulopathy and an allergy to coumadin.